Event description:
It was reported that a syncopal patient presented in clinic for follow-up. The pulse generator was found in backup vvi mode. The device was explanted due to a normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.